Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05373. The pt received her ipg on (B)(6) 2009. The date the pt received two percutaneous leads is unk. It was reported the pt was not receiving adequate pain relief. She had lost a significant amount of weight and was experiencing soreness at the ipg site. As a result, the pt's entire scs system was explanted.

Manufacturer narrative:
Eval: results: the product was received complete. Both leads were visually inspected and no damage to the lead bodies or wires were found. Both leads passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.